Event description:
Reporter indicated that a dell handheld computer had "problems when testing" a generator. Additionally, the parameters could not be recorded and there were error messages. Good faith attempts for the return of the device have been unsuccessful to date.